Event description:
The ventilator show the error during the flow sensor calibration.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Manufacturer narrative:
Investigation is ongoing.

Event description:
The ventilator show the error during the flow sensor calibration.